Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd q-syte¿ luer access split-septum stand-alone device there was an issue with q-syte connector broken on placement of PICC tubing, happened twice on same patient.

Event description:
It was reported with the use of the bd q-syte¿ luer access split-septum stand-alone device there was an issue with q-syte connector broken on placement of PICC tubing, happened twice on same patient.

Manufacturer narrative:
H.6. Investigation: during DHR review all challenge, set-up and in-process samples were performed according to the quality plan and all passed per specifications. Received one used q-syte without packaging material. Visual/microscopic examination: the q-syte assembly was received in 2 portions: the top and bottom bodies were separated at the weld line. Cracks, breakage and stress signs were observed on the both the top and bottom bodies. Adequate traces of weld were present on the rims of both the top and bottom bodies. Traces of a weld line on the bottom body of the q-syte assembly was present, this is an indication that a bond was provided during the manufacturing process. The stress marks and breakage observed appear to be caused by external forces applied to the unit during usage.